Manufacturer narrative:
Approximate age of device - 2 years and 5 months. The pump remains in use supporting the patient. Approximately 18 inches of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the driveline in the condition that it was received and did not reveal any discontinuities or shorts. Evidence of a separation of the silicone from the metal connector was observed. Removal of the outer silicone jacket, clear bionate layer and metal braided shield revealed a breach to the insulation of the yellow wire at the nipple housing of the metal connector. The yellow wire redundantly supports motor phase 1. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing. The remaining wires were unremarkable. If the exposed conductors of the yellow wire made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have caused the red heart alarms and pump stoppages captured in the submitted system controller log file. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2016, it was reported that motor stopped events were noted in the system controller event history. The patient remained asymptomatic. Visual inspection of the driveline noted a separation of the silicone jacket at the distal end bend relief which the patient reportedly observed approximately 1 month ago but did not report to the hospital staff. The system controller log file was submitted to the manufacturer's technical services department for evaluation and pump stoppage events were captured on (B)(6) 2016 and (B)(6) 2016. The events occurred while the system was connected to a patient cable and the power module, which may be indicative of a short-to-shield issue with the driveline. On 08/03/2016, technical services representatives performed an onsite evaluation of the driveline and could not reproduce the events. An external driveline replacement was performed. After the repair, the system was placed on a regular (grounded) patient cable. No subsequent events have been reported. The patient will continue to be continue to be monitored. No further information was provided.